Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker was sensing noise. Programming changes were completed to address this issue. The patient was stable throughout.